Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The photo shows the partial view of the catheter and metal segment was noted to be poking out from the catheter. Therefore, the investigation is confirmed for the reported material protrusion, device dislodgement, loss of bond and material separation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 07/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that three years, one month, and twenty-one days post chronic catheter placement, upon performing the catheter repair, a metal stent segment was allegedly found to be protruding out of the catheter at an angle. Reportedly, the catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2023), g3, h6 (device). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years one month and twenty one days post chronic catheter placement, upon performing the catheter repair, a metal stent segment was allegedly found to be protruding out of the catheter at an angle. Reportedly, the catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years one month and twenty one days post chronic catheter placement, upon performing the catheter repair, a metal stent segment was allegedly found to be protruding out of the catheter at an angle. Reportedly, the catheter was repaired. There was no reported patient injury.